Event description:
It was found during baxter's testing that a pump was alarming for downstream occlusion. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom downstream occlusion could not be reproduced during evaluation. Upon further review of the history log it was found the device auto- restarted after the downstream occlusion. This indicates the alarm was a result of a momentary condition caused by the technician performing the test. The unit also passed upstream occlusion and downstream occlusion tests per spectrum service manual. The unit also passed additional occlusion tests.